Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture was attached to the needles when the plunger was retracted¿ was confirmed based on the returned device condition. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide referenced is filed under a separate medwatch report number.

Event description:
It was reported that puncture closure of a mildly calcified unspecified vessel was attempted using two proglide devices via an 8f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, the plunger was retracted and no suture was attached to the needles for both devices. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.